Event description:
It was reported from (B)(6) by the vad coordinator that the patient was admitted to hospital on (B)(6) with severe reduced heart function and a "right ventricular load". The patient's bnp was exorbitantly increased as well as an increased d-dimer. The inr was at 6 without signs of bleeding complications. The patient had also been suffering from fever (39, 5 °c) for the past few days. Due to suspected driveline infection the site started the anti-infective therapy with vancomycin and tazobac. As a result of reduced heart function and "right ventricular load"; the patient was given dobutamine and sildenafil medication. The hb was stable. Fever and infection parameters where declining. (B)(6) where found in the initial blood test. The site started the anticoagulation therapy with phytomendation due to the still rising inr. The inr degreased down to 2.65 on the evening of the 26th. In the course of the evening, the patient developed a hemiparesis with predominantly left arm weakness, due to a massive right hemispheric intracerebral bleed and ventricular hemorrhage. The site decided on the comfort care option for the patient due to the lack of surgical intervention possibilities. The patient died on (B)(6). No further information is available at this time. Investigation is in progress. Serious and life threatening adverse events, including death and infection have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including death and infection have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.